Manufacturer narrative:
An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported lower values when scanning the adc freestyle libre 2 sensor compared to a lab test. A sensor scan of 48 mg/dl as compared to a lab result of 800 mg/dl was reported. When the results of the reading comparison plotted on a parkes error grid, fell into the "out of range" zone showing the difference in values to be clinically significant. Late night on (B)(6) 2021, the customer experienced unspecified hyperglycemic symptoms and stated they had a bad feeling they were going to lose consciousness. The customer was taken to the hospital where they were provided an unknown infusion by an hcp for a diagnosis of hyperglycemia. The customer was admitted from (B)(6) 2021 for observation. There was no report of death or permanent injury associated with this event.